Manufacturer narrative:
Review of the device history record supports that the device met all release specifications upon distribution with no non-conformance noted for any reason. The vigileo was manufactured may 15, 2012 with an expiry date of may 15, 2017. Note: at the time of the customer's report, the device had exceed its expiry dating. Please reference 2015691-2018-03836 for the oximetry optical module.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product a supplemental report will be submitted with the investigation results. The device service history record review has not been completed. Upon return of the DHR results a supplemental report will be submitted with the investigation results.

Event description:
It was reported that during patient monitoring with the vigileo monitor that there were inaccurate scv02 values displayed. They were lower than expected. There were no error messages observed. The exact detail of the inaccurate displayed value is unknown. There was no report of inappropriate patient treatment administered. There is an optical module 2 cable (om2) that was involved in the event and could not be ruled out as suspect. There was no patient harm or injury.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The suspect vigileo monitor was returned for examination and tested for proper function, per the 36 hour burn-in test. The final acceptance test unit (fatu) test was performed and the unit passed the test with no issues noted. No inaccurate readings that were observed and a visual inspection did not detect any physical damage to the unit requiring repair, replacement or affecting functionality. The customer¿s complaint ¿low scvo2¿ was not observed during the evaluation testing, nor were there any error messages. The detail of the displayed value deemed to be low was unable to be ascertained; however, it was noted that the customer surmised that the value was ¿wrong¿ after the patient was moved in and out of the room, creating a gap in measurement. The actual data and significance of the erroneous values was not provided. There was no report of inappropriate treatment resulting from the suspected value(s). With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case it is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.